Event description:
It was reported that occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up from technical support, and no additional information was obtained regarding the outcome of the event.